Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for eval.

Event description:
The customer reported that the unit failed to power up via ac or battery power.